Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/3.50 flextome(tm) cutting balloon(tm) was selected for use. During the procedure, it was noted that the balloon ruptured at the coronary artery with unspecified time and pressure. The device was removed completely and the procedure was completed with another of the same device. No patient complications were reported and the patients' status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen. The unit was attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole 4mm distal of the proximal markerband. A visual and microscopic examination observed no damage to the tip, blades, or markerbands. All blades were present and fully bonded to the balloon surface. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/3.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at the coronary artery with unspecified time and pressure. The device was removed completely and the procedure was completed with another of the same device. No patient complications were reported and the patients' status was good.